Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31481327l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation, and the patient experienced cardiac tamponade that required drainage. During cavotricuspid isthmus (cti) ablation in the right atrium, a cardiac tamponade occurred. Drainage was performed. The patient fully recovered and did not require extended hospitalization. There was no product failure. There were no abnormalities observed prior to or during use of the product. Ablation was performed prior to noting the pericardial effusion, no evidence of steam pop. Transseptal puncture was performed. No error messages observed on biosense webster equipment during the procedure. The correct catheter settings were selected on the generator.